Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint can be confirmed on the 01c-smv3v3 based on a lot history review. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. Lot history review was conducted; corrective actions are in process and still ongoing.

Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available. Additional reporter: (B)(6).

Event description:
An event involved a 3 gang 1o2¿ manifold, rotating luer, appx 1.1ml report that before use, the product's packaging integrity was confirmed, and it was properly connected to the infusion set and the patient. During anesthesia induction, after administering anesthetic induction drugs, leakage was observed from the valve. It compromised the accurate delivery and dosage estimation of anesthetics to the patient. There was patient involvement and no reported patient harm / adverse event.